Event description:
It was reported that when the user loaded clips inside the abdominal cavity during a laparoscopic gastrectomy, the fifth clip and after came out in closed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample was also returned with the rotation tab bent and a clip partially loaded incorrectly into the jaws of the device. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The second clip was unable to properly load into the jaws of the device. It was observed that the feeder was to the side of the clip. The third clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. At this time, it was observed that there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that only the indicator clip remained in the channel. The bent rotation tab and the clips mis-loading are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining including the partially loaded clip, indicating that 12 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. One device was returned with 3 clips remaining including the partially loaded clip, indicating that 12 clips were fired by the end user. Upon functional inspection, the second clip was unable to load properly into the jaws of the device. The sample was disassembled , and it was found that only the indicator clip remained in the channel. The bent rotation tab and the clips mis-loading are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1800769 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user loaded clips inside the abdominal cavity during a laparoscopic gastrectomy, the fifth clip and after came out in closed.